Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after starting a new continuous glucose monitor sensor, the customer received a malfunction code during basal delivery. The customer's blood glucose level was 119 mg/dl. The customer was to use insulin pens to manage diabetes.